Event description:
It was reported that the needle was partially deployed and the cannula appeared to be bent. Analysis of returned device revealed damage in the slide retract, indicating incorrect insertion of the formed needle into the slide retract. Device was originally reported for pain during insertion and skin condition irritation. Pod wear time was not reported. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived partially deployed with an exposed needle observed in the soft cannula and bent outside the bottom housing window. After opening the pod, the needle was observed to be out of the slide retract. Damage was observed in the slide retract, indicating incorrect insertion of the formed needle into the slide retract. Blood was observed on the adhesive pad. The incorrectly installed hard cannula can be confirmed as the cause of the pain during insertion and skin condition irritation infusion site events. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone12.1 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.